Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's wounds were not healing properly. The physician indicated that the patient is a smoker and has diabetes, which likely led to the problem. The patient was taken to the hospital for wound revision and was provided antibiotics. Follow up report indicated that the patient is healing well and is receiving effective therapy.